Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported an event of a "white cloud" (haze) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The fse was dispatched to the site. The catalytic converter and the oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist/vapor issue was reviewed from april 2017 to october 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were not returned for further evaluation. The assignable cause of the haze/mist/vapor issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(6).